Manufacturer narrative:
Multiple attempts requesting additional information and the product return have been performed; however, the device has not been received and no additional information has been provided. There is currently insufficient information available to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. A supplemental report will be submitted accordingly if any new information is received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic mitral valve, implanted one (1) year and one (1) month, was explanted. The reason for the redo-mvr was not provided. The explanted device was replaced with another edwards bioprosthetic valve. No other details available.